Event description:
The customer reported to customer service that the power supply for her pump has exposed wires and she saw sparks. No injuries were reported.

Manufacturer narrative:
A replacement power supply was sent to the customer. Multiple attempts were made to contact the customer to get add'l complaint info and to get the product back; however, all were unsuccessful and as of the date of this report, the power supply has not been received. Sparking is indicative of at least one short in the dc cord. The product involved in the complaint was not returned for eval/investigation. Therefore, no conclusions can be made as to the cause of the event. Should add'l info or the original product be received, resulting in new, changed, or corrected info, a supplemental report will be filed. We will monitor complaints for add'l similar issues.